Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. The customer's address is unknown. Texas, USA has been used as a placeholder based on the reported phone area code. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano¿ 2nd gen pen needle clogged during the insulin injection. The following information was provided by the initial reporter: "consumer left voicemail reporting needle clog, stated that there is no insulin flow. Consumer stated that he is using nano 2nd gen pen needles. When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no".

Manufacturer narrative:
Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd nano¿ 2nd gen pen needle clogged during the insulin injection. The following information was provided by the initial reporter: "consumer left voicemail reporting needle clog, stated that there is no insulin flow. Consumer stated that he is using nano 2nd gen pen needles... When did the incident occur?: during use death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no."